Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The black rubber debris was returned to olympus for inspection. A component analysis confirmed the foreign matter to be silicone rubber. Based on the analysis results and the shape of the sample, it was not believed to be a part used in the scope's conduit line. As silicone-based rubber is widely used in medical devices, olympus was unable to identify the specific type. The actual bronchovideoscope was not returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely an operation problem led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic bronchial fiberoptic endoscopy procedure, a black rubber product emerged from the distal end of the bronchovideoscope and fell into the body. The rubber product was retrieved with biopsy forceps. The procedure was completed without impact. There were no reports of patient harm.